Event description:
It was reported that the patient developed an infection at the pocket site. The infection was not device nor procedure related and the caused was unknown. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively, and all explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).